Event description:
The customer reported a problem with the therapy knob on the heartstart xl. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.